Event description:
Company representative reported, on behalf of physician, a device ¿ruptured while he was in surgery¿. The device was not implanted. It is unknown if surgery was completed with a backup device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, partial delamination of the valve, broken shell and others, missing shell (0-25%), white particles in the shell, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a striated broken on anterior and partial delamination of the valve (adhesive failure). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive. Partial delamination of the valve assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Company representative reported, on behalf of physician, a device ¿ruptured while he was in surgery¿. The device was not implanted. It is unknown if surgery was completed with a backup device.